Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. As she was manually removing the pledget from her body, the pledget broke apart into pieces. She stated she was going to visit an urgent care to ensure the pieces were removed. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.